Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Maquet cardiopulmonary (B)(4) requested the product for investigation but the product was not available. Therefore, no laboratory investigation could be performed by the manufacturer. Thus, the reported failure could not be confirmed. The most probable root cause is unknown. The failure was determined to be the first of its kind. Therefore, no systemic issue could be determined. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The failure was determined to be the first of its kind and is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to the customer: the patient was in the operating room and ecls was initiated. They did a tee and noticed significant air in the aortic root. A picture was provided of the tee. The product is still in use and the air has resolved. The situation quickly resolved on its own without intervention. Many seem to think it could have been due to a cold bolus of saline given abruptly through a central line. (B)(4).